Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
A farawave nav catheter was selected for the procedure. The patient underwent posterior wall (pw) and mitral isthmus (mi) line ablation using pulsed field ablation, and a cavotricuspid isthmus (cti) line was created using a conventional radiofrequency catheter. St segment elevation was monitored throughout, and nitroglycerin was administered before the mi line ablation. The patient developed ventricular tachycardia, was kept for overnight observation since it was the final case of the day, and is expected to make a full recovery. Furthermore, the patient has been discharged home.